Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery compartment and battery cap were undamaged and were able to fit securely. The pump alarmed with a call service 128 alarm upon confirming the verify screen. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The slave processor voltage read below specifications. Unrelated to the original complaint, the display contrast was dim and red.